Manufacturer narrative:
Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). The complaint is under investigation. Once the investigation is complete a follow MDR will be submitted.

Event description:
It was reported that the patient had an elbow arthroplasty on unknown date and was subsequently revised for humeral bone loss. The humeral component was removed and replaced with a custom distal humeral replacement. No additional information is made available.